Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 600 mg/dl. Troubleshooting found that the customer wasn't sure how much insulin to administer for a correction. Troubleshooting also found that the pump was not set up to use the bolus wizard and customer understood. Customer declined high blood glucose troubleshooting and indicated that they would call back. No further details provided.